Manufacturer narrative:
On (B)(6) 2014 follow-up: reportedly, healthcare provider expressed concern regarding customer's compliance with pump use. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer blood glucose level (bg) was impacted (600 mg/dl). Customer administered 2-3 insulin injections per day to control bg levels. Customer reported having "tough skin" and can only use a handful of sites reliably.